Event description:
Additional information from the representative (rep) indicated that the serial number of the controller and ins was unknown. It was confirmed that a fall or collision affected the ins. The cause of the inability to connect to and charge the ins was due to a recharger malfunction. A replacement of the recharger was requested on (B)(6). The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown, product type programmer, patient product ID 97755 lot# serial# unknown, product type recharger product ID 97755 lot# serial# unknown, product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the amount of charge of the controller was full, but the stimulator could not be charged. Looking for equipment (15) does not advance. There were no known environmental, external, and patient fact ors that may have caused the event. When they operated it on hand, device not detected (16) was displayed. The device did not advance during the charging trial even after tapping the charge button; it was repeatedly searched for (15). The charging light on the screen did not light up or blink, but it did not go off. It was thought that it was a procedural one, but the charging lamp did not light. The patient mentioned that he might have bumped into the patient when he fell from the step ladder. It was requested that the person in charge of the area handle the issue. The issue was not resolved at the time of the report.

Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.